Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic with right ventricular (rv) lead had been dislodged. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned, due to dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and was clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be fully extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Except for the damage found, which is consistent with procedural damage.

Event description:
New information received. Notes, that the patient had discomfort and heart block from the reported event. No further consequences were reported.